Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box and alarm history review shows on cs064-001 alarm. The pump powers ¿on¿ and displays ¿verify¿ screen.¿ez-prime¿ steps were performed successfully. The motor is very noisy during movement. The pump was exercised for 24 hours, no alarms occurred during the duration test. Pump¿s cover was removed, inspection confirmed an intermittently freezing up drive assembly. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the drive assembly was freezing up. This report is made based on results of investigation completed on (B)(4) 2013.